Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided on (B)(6) 2025. Data was provided for investigation. The allegation was confirmed via data as a signal loss over an hour. The probable cause was the patient closed the mobile app. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code - 4415- speech disorder.

Event description:
It was reported that an adverse event occurred. According to the patient¿s spouse, on (B)(6) 2025, the patient was hospitalized and in the intensive care unite (ICU). She stated that the insulin pump was not working, and the patient had gone into diabetic ketoacidosis "again." The spouse was unsure whether the issue was with the sensor or the pump. She declined to provide further details. During the report, the patient was unable to speak in the ICU. Upon call-back attempt, the spouse declined to give additional details. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.